Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. It was reported that the patient was having increased laxity. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A dye study was done, and it was ¿difficult to push dye and dye flowing below tip.¿ no interventions/actions had yet been taken to resolve the issue. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial (B)(6) implanted: (B)(6) 2022: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial (B)(6) , ubd: 15-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the difficulty pushing dye and the dye flowing below tip was as suspected granuloma. Actions/interventions taken to resolve the issue included a new catheter implant on (B)(6) 2024. The rep stated that the catheter was discarded by staff on accident.